Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the clinic complaining of "pricking and painful" sensation below left breast and side. Upon interrogation, it was noted that there was significant increase in right ventricular (rv) threshold since implant with increased pain. There was also report of decreased r waves and rv impedance. "Pain" and "pricking" felt more in certain positional changes and with pacing. The device was reprogrammed and the rv repositioning is scheduled. The lead remains in use. No further patient complications have been reported as a result of this event.